Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Further investigation of the device noted oil separation in the window, a swollen/detached sheath, and damage to the connector and tip. The extensive damage to this transducer caused the poor quality image to be displayed and is indicative of improper maintenance.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing unclear images. There was no injury associated with this event.